Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/07/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection. The event occurred the day the sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, inflammation, and an infection under the sensor patch area and extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On (B)(6) 2023, the patient consulted a healthcare provider and was prescribed triamcinolone acetonide topical ointment usp and unspecified dosage of oral keflex for the reaction. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the sensor patch footprint. The reaction consists of redness, dry peeling skin, yellow drainage, and evidence of blisters in the healing stages. There's pinkness and dry skin extending beyond the patch perimeter. The photo confirmed the skin reaction. At the time of the report, the patient was still recovering from the skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.